Event description:
It was reported that the device switched off while connected to a patient. The device was immediately replaced by another ventilator. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the provided information including the log file of the affected device. The analysis of the log file could confirm that the device turned off due to a depleted internal battery. In case that the savina is not connected to mains power, the device switches to the internal battery with an audible alarm and the display message "internal battery activated". During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open, which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If ac mains supply is available again, savina restarts and starts the ventilation immediately with the same parameters as before. A shortened runtime of the internal battery was reported. The internal battery should therefore be replaced. The internal battery is a wear part which has to be regularly check for its capacity and replaced in regular intervals of 2 years. Corresponding instruction for maintenance can be found in the instruction for use. The capacity of the internal battery changes with increasing age and utilization, such as discharge / recharge cycles, temperature, ventilation parameters or storing conditions. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.